Event description:
Customer posted on saalt cup academy to explain that they were able to use and remove cup on their own during first cycle of use. During second cycle they stated that their cup became lodged sideways in vaginal canal and customer was unable to remove on their own. After having cup inserted for 2 days and asking for help from her mother, customer made an appointment with their gynecologist who removed the cup. Customer states gynecologist recommended using lubricant when inserting the cup and that the size regular was a good choice for customer. Saalt reached out to customer and asked the customer to email us on 7/17/2020. Saalt followed up with the customer three times and never received a response. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."